Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Customer reported their blood glucose was 290 mg/dl and when the ambulance arrived, their blood glucose rose to 300 mg/dl. The customer reported being incoherent from their high. Customer also reported the insulin pump was continuously beeping. The customer noted their reservoir had little insulin remaining. The customer was still admitted in the hospital during the call. The customer declined to return the insulin pump for analysis.